Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found containing foreign matter. The following has been provided by the initial reporter: impurities in the needles, the hospital reported that this condition has occurred for a long time.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found containing foreign matter. The following has been provided by the initial reporter: impurities in the needles, the hospital reported that this condition has occurred for a long time.

Manufacturer narrative:
Investigation summary bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter on IV cannula was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd determined that the root cause of the indicated failure mode was attributed to assembly related. Corrective actions were taken to mitigate the occurrence of this failure.